Manufacturer narrative:
The issue is being investigated by manufacturing site. Device not returned to manufacturer.

Event description:
On (B)(6) 2020 getinge became aware of an issue with one of surgical lights - powerled. As it was stated, the light didn't want to turn on, however during the inspection technician found damaged and missing covers. There was no injury reported however we decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may be a source of contamination.

Event description:
Manufacturer reference number (B)(4).

Manufacturer narrative:
Getinge became aware of an issue with one of surgical lights - powerled. As it was stated, the light didn't want to turn on, however during the inspection technician found damaged and missing covers. There was no injury reported however we decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may be a source of contamination. It was established that when the event occurred, the surgical light did not meet its specification as the cover should not fall and it contributed to incident. In the time when the event occurred the device was not being used for patient treatment. The manufacturer subject matter experts have investigated the issue and unfortunately, the specific root cause wasn¿t established as it wasn¿t established which covers were missing. For the second issue four boards were replaced (power board, wall dimmer, filter board and carrier current module). The defective boards were not appraised. The root cause of the issue could be most likely related to wrong maintenance of the device, however, without further information from sales and service unit we are not able to fully confirm the root cause. We believe that if the manufacturer recommendation would have been followed the incident would have been avoided. Given the circumstances we shall continue to monitor for any further events of this nature and do not propose any further action at this time.

Manufacturer narrative:
The issue is being investigated by the manufacturing site.

Event description:
Manufacturer's refeence number (B)(4).